Manufacturer narrative:
Updated initial reporter email e1. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and urethral atrophy. The aus was explanted, replaced and, a high-pressure balloon was placed to stop leakage. There is no additional information reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and urethral atrophy. The aus was explanted, replaced and, a high-pressure balloon was placed to stop leakage. There is no additional information reported.